Manufacturer narrative:
As reported, there was moderate oozing/bleeding noted immediately after the deployment of a 6f/7f mynx control vascular closure device (vcd). The user was trained on the use of the mynx device. The intended procedure was a diagnostic coronary. There were no anticoagulants, antiplatelets or any thrombolytics used. The patient¿s inr during the procedure was 1.2. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple stick attempts made before intravascular access was achieved. The procedure used a retrograde approach. The vessel type was the femoral arterial and it was 8mm in size. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was at the medium level. The sheath used in conjunction with the mynx control was a non-cordis device. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Hemostasis was achieved with manual compression and it was done for thirty minutes or less. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot f1831301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant inability to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. (B)(4).

Event description:
As reported, there was moderate oozing/bleeding noted immediately after the deployment of a 6f/7f mynx control vascular closure device (vcd). The user was trained on the use of the mynx device. The intended procedure was a diagnostic coronary. There were no anticoagulants, antiplatelets or any thrombolytics used. The patient¿s inr during the procedure was 1.2. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple stick attempts made before intravascular access was achieved. The procedure used a retrograde approach. The vessel type was the femoral arterial and it was 8mm in size. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The stick location was at the medium level. The sheath used in conjunction with the mynx control was a non-cordis device. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. Hemostasis was achieved with manual compression and it was done for thirty minutes or less. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned for evaluation as it was discarded.